Event description:
Wound vacuum attached to patient, shows that it is running- however, assessment of the wound clearly indicates that there is no suction on the sponge dressing. Troubleshooting attempted to no avail. Screen shows a total of 44:56 of continuous vacuum therapy, but evident not working correctly. System error on history reads- (B)(4).